Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material clogged inside the channel tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) years since the subject device was manufactured. The legal manufacturer confirmed that the customer's reprocessing steps were in accordance with the instructions for use. Based on the results of the investigation, the foreign material may be melon seeds remained in the biopsy channel. There was no physical damage to the locations of the foreign material. Therefore, the cause of the materials remaining in the device could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in evis lucera cf type 260 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in evis lucera cf type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.